Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the biometry values show a small discrepancy. The dr reported that pts should be without refraction, post-operatively, but some pts are showing a post-operative refraction. The reporter could not say how many pts were affected and did not provide pt identifiers. Add'l info has been requested.